Event description:
It was reported that during the implant procedure for this artificial urinary sphincter, the urethra was perforated. As a result, the procedure could not be completed. There were no additional patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during the implant procedure for this artificial urinary sphincter (refer to mfg report #2124215-2023-63218), the urethra was perforated. As a result, the procedure could not be completed. There were no additional patient complications.